Event description:
The customer reported being at the emergency room due to high blood glucose of 288 mg/dl. The customer stated that her feet, hands, and legs were swollen, and she was experiencing a lot of pain and back spasm, not diabetes related. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found and empty reservoir alarm, several no delivery and low reservoir alarms. Checked the bolus history and noticed that the customer did not bolused the day of the event. Ran a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.